Event description:
It was reported that the customer's device would not power on with either ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported failure. The service agent will be replacing the power supply assembly and the device battery and after proper device operation is observed, the device will be returned to the customer for use. The device will not be returned to physio-control for evaluation.